Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('migrated essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('migrated essure') in a female patient who had essure inserted. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: in follow up reporter stated he would not send a further report: his patient saw two surgeons in 2017-2018 (including the physician who inserted them in 2016). Reporter thinks this (the surgery) had been done. Further company follow-up with the physician or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jan-2021: reporter stated he would not send a further report: his patient saw two surgeons in 2017-2018 (including the physician who inserted them in 2016). Reporter thinks this (the surgery) had been done based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('migrated essure') in a female patient who had essure inserted. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: in follow up reporter stated he would not send a further report: his patient saw two surgeons in 2017-2018 (including the physician who inserted them in 2016). Reporter thinks this (the surgery) had been done. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.